Event description:
Overdelivery of secondary solution reported. The pump was set to infuse 1000ml ns via the primary, with a lasix drip via concurrent secondary infusion. The delivery rates were not recalled. A nurse reported that approximately 4 hours after it was initiated, "the secondary bag was at a lower level than should be for the set infusion rate." The exact amount of overdelivery was not recalled. The pt did not experience any adverse effects. No add'l info was available.

Manufacturer narrative:
Testing and investigation could not confirm the reported complaint. The device was tested with different cassettes and at varied settings. The device passed performance verification testing and short and long term delivery tests. The secondary line infused all programmed volume to be infused on time as expected. A broken door latch was observed. The broken door latch was not related to the event. The frequency of death or serious injury reports for overdelivery for lifecare 5000 products is approximately 0.77/million sets.